Event description:
It was reported that the pump displayed error code 1260. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 1261. A functional test was performed and the reported issue was not duplicated, however error code 1210 displayed when the device was powered on. The cause of the reported issue was due to the mp board. As a result, the mp board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.